Event description:
(B)(6) clinical study. It was reported that myocardial infarction (mi), coronary artery disease and death occurred. On (B)(6) 2010, the patient was referred for cardiac catheterization. Subsequently, the index procedure was performed. The target lesion was a de novo lesion located in the mid left anterior descending (lad) artery with 95% stenosis and was 10mm long with a reference vessel diameter of 3.00mm. The lesion was treated with direct stent placement using a 3.00 x 16 mm taxus liberté stent. Following post dilatation, residual stenosis was 0%. One day post procedure, the patient was discharged on aspirin and prasugrel. On (B)(6) 2014, the patient presented emergently to local emergency department in "full arrest" and was found to have coronary artery disease. At the time of event, the patient was on aspirin only. The study drug protocol was never taken during this study and the other antiplatelet medication was last taken on (B)(6) 2012. The patient died on the same day at 19:45 hours. Per death certificate, the immediate cause of death was possible myocardial infarction with underlying cause coronary artery disease and other significant conditions contributing to death were diabetes and hypertension. Site confirmed that there was no blood work or test done to diagnose for mi.

Manufacturer narrative:
Device is a combination product.device evaluated by MFR: the complaint device was not received for analysis. The manufacturing batch record review confirmed that the device met all material, assembly and performance specifications. The root cause is anticipated procedural complications as this event is a known physiological effect of the procedure and is noted within the dfu.(B)(4).